Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer coupler on a continu-flo solution set was broken and leaking fluid. The reporter stated they discovered the luer coupler was broken and there was a small puddle of medication on the floor. The medication was reported to be fentanyl. The device was also connected to another set infusing propofol. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed and revealed the male luer was cracked/broken. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this condition, the supplier of the component has been notified of the issue. Should additional relevant information become available, a supplemental report will be submitted.